Event description:
Additional information was received from the healthcare provider (hcp) the patients weight at the time of the event was 32.2 kgs. The cause of the withdrawal symptoms was not determined. As an intervention, to resolve the on and off withdrawal periods the mom was instructed to give baclofen dose if withdrawal symptoms continued, bringing the patient to the emergency department. The daily dose was also increased by 6.3%. The event did not resolve, the patients mom was advised to bring them in for a full workup. The patient was scheduled to see a neurologist for further workup. X-rays were taken and visit by neurosurgery. The catheter was intact. It was indicated there was a volume discrepancy the expected volume was 6.7 ml, actual volume was 8 ml and the programmed volume and previously filled volume were both 20 ml.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen, at unknown concentration and dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had periods of withdrawal symptoms. The hcp mentioned they did a refill on (B)(6) 2023 and they were expecting 6.8 ml and got back 8 ml. On (B)(6) 2023 they did a catheter access port procedure to confirm they got good flow and the pump and catheter were connected. The hcp asked for guidance on how to do the procedure. They stated the periods of withdrawal were "on and off" when asked for an event date. The most recent time the patients mother mentioned one of these episodes was during the night of (B)(6) 2023. 0.22 ml prime was performed following the catheter access port (cap) procedure wizard, the pump updated and explained the theory.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.